Manufacturer narrative:
Other, other text: h10 ? Device evaluation results ? One level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The tank cover was cracked and the pole clamp was broken. The unit also had an outdated pcb and power switch. Wear and tear damage was also evident on the line cord, enclosure, and front cover. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (a suspected bad membrane switch) was verified during testing. The faulty membrane switch was intermittent. This resulted from normal wear and tear. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Investigation results completed on a smith medical fluid warming/level 1 hotline low flow systems - hl-90 .suspected bad membrane switch. No adverse patient events reported.